Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/9/2020. Corrected information: b1, b2, h1 - additional information was received and this event no longer meets reportable serious injury criteria. Therefore, this medwatch report is being voided.

Manufacturer narrative:
Product complaint # (B)(4). The following information was requested and obtained. Surgeon¿s comments about causal relation between event and product: unknown as of now. Attempts to obtain the following information have not been received. To date the device has not been returned. If further details are received at a later date a supplemental medwatch will be sent. What type of hemostasis treatment was administered? Was any other medical and/or surgical treatment provided? Please specify. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown orthopedic surgery on (B)(6) 2020 and a drain was used. During surgery, when the surgeon was trying to place the drain at the latter half of the operation, when the surgeon held the bendable trocar needle with both hands and tried to bent it, the cap attached to the needle tip (trocar) was detached easily. Then the doctor cut his finger with the trocar needle. It is unknown it if was the right hand or the left hand. There was bleeding, then he left the surgical field immediately, and hemostasis treatment was performed. Another surgeon continued the operation for him until the end. The operation time was extended within 30 minutes. No additional treatment is planned. The lot number is unknown. Further details are not provided. Additional information has been requested.